Manufacturer narrative:
Investigation summary: a no external power event was confirmed through the evaluation of the submitted log file. The first half of the log file provided by the account contained data from manufacturing ((B)(6) 2016), the day of implant ((B)(6) 2017), and over a year post-implant ((B)(6) 2018). The driveline was not connected during any of these events, suggesting that this data was extracted from the patient¿s backup system controller. When the pump was finally connected to the controller, the timestamp remained at the default of ¿1/1/2001 1:00:00 am¿ because the real time clock was not set; this also resulted in a constant yellow wrench alarm. Several low battery advisories were captured when the external 14v batteries were allowed to deplete to less than 15 minutes of remaining power. Additionally, a no external power event was recorded near the end of the data when the 14v batteries fully depleted. The system controller¿s backup battery supported the lvas during this event and there was no interruption in pump function. This event resolved when charged 14v batteries were installed. The system appeared to operate as intended. Multiple requests for additional information regarding this event were sent to the customer; no response was received. The hmii lvas IFU and patient handbook address all alarm conditions and the proper actions associated with them. These documents also state that at least one system controller power cable must be connected to a power source (power module, mpu, or two heartmate 14 volt lithium-ion batteries) at all times. The 11 volt lithium-ion backup battery inside the heartmate ii system controller provides enough power to run the implanted heartmate ii pump for at least 15 minutes if the main power source is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on pump. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 1 year, 9 months, 3 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. The log file evaluation determined there was a pump stop (B)(6) 2018 12:38 with drive line disconnect. The lvas sensed a disconnected driveline or there is a compromise in communication that the driveline is connected. No further information was provided.